Manufacturer narrative:
This report is submitted january 3, 2020.

Manufacturer narrative:
This report is submitted on may 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experience facial nerve stimulation and a performance decrement with device use; subsequently the device was explanted on (B)(6) 2019.